Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their act, up, down and b button on the insulin pump had to press harder and slow to respond as well. The customer¿s blood glucose level was unknown. Customer reported that the dimmer had to put in light at night to read device. Customer reported that the insulin pump rejected new battery. Customer reported that the insulin squirted during priming and insulin pump was louder and slower to rewound. Customer reported that the insulin pump received no delivery alarm more frequently. Customer declined to troubleshooting with 24 hours technical support. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis